Event description:
The facility reported to a pump with failure code 570:320:831. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.